Event description:
During verification testing at the service center leakage was noted from the disposable batteries in the battery compartment of the device.

Manufacturer narrative:
During testing leakage was noted from the disposable batteries in the battery compartment of the device. This report represents all the information known by the reporter upon query by hospira personnel.